Manufacturer narrative:
A lead revision was performed and this lead was successfully explanted and replaced. During the procedure, it was noted that the helix was extended and it took about thirty counterclockwise turns to retract it. The explanted lead will be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The lead was returned with the terminal tool connected to the terminal end and was still engaged. The tool was found have been in proper alignment on the lead. It was noted that the helix was retracted and there was blood infiltration in the helix housing. In addition, the insulation was slightly wrinkled approximately 16.3 centimeters from the terminal pin. The helix mechanism was tested and failed to extend after 20 turns, most likely due to the blood infiltration in the housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of an increase in thresholds, decrease in pacing impedance measurements and that the lead was microdislodged. The lead was found to be electrically continuous. Although analysis could not confirm that it took 30 turns to retract the helix, it did find that the helix could not be extended within the specified 11 turns. The difficulty experienced in extending/retracting the helix during explant was most likely due to blood infiltration in the helix mechanism and housing.

Manufacturer narrative:
A lead revision was performed and this lead was successfully explanted and replaced. During the procedure, it was noted that the helix was extended and it took about thirty counterclockwise turns to retract it. The explanted lead will be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up one week after implantation, this right ventricular defibrilation lead presented with a decrease in amplitudes, an increase in pacing thresholds and a decrease in pacing impedance measurements. It was suspected that the lead had microdislodged. No adverse patient effects were reported.

Event description:
The lead was returned.